Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. The basic evaluation began (B)(6) 2022. It was reported that the patient's wife stated they could not give the symptom data because nothing has changed. The pt still has no urgency. They stated they had been to the urologist everyday with the pt and they feel one of the wires has moved. The patient's wife stated the patient has been in pain everyday while sitting and when they walk. Tomorrow the pt has another appointment due to the leads moving. The patient's wife stated the patient has decreased the stimulation from where they set it yesterday from 7.1 to 5.1 due to their pain.